Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced and breathing system cleaned to resolve the issue. Customer contact reports no patient information is available.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.